Manufacturer narrative:
A system service check of the avanta fluid management system was performed by bayer service and was found to perform to specification. The disposables used during this event were returned to bayer product analysis for evaluation. Functional testing was performed on the returned product and the product was found to perform to specification.

Event description:
We received the following information: a (B)(6) female was undergoing a cerebral angiogram while connected to an avanta fluid management system (serial number (B)(4)). Contrast injection was performed with the catheter positioned in the patient's carotid sinus. Approximately 2-3ml of air was reported to be injected. The procedure was terminated and the patient was transferred to another hospital with a hyperbaric chamber for treatment. The patient has since recovered and is awaiting another cerebral angiogram study to be performed next week.